Event description:
Discomfort and pain in and around area where resurfacing of left hip was performed. While device was intact via x-ray, bloodwork showed cobalt and chromium levels greatly increasing over time, and MRI confirmed tissues surrounding device were affected in a negative way contributing to pain and instability of hip. Consequently, a revision surgery was performed substituting the resurfacing device with a total hip replacement on (B)(6) 2015. The original resurfacing was performed in (B)(6) 2008 under the care of (B)(6). The revision was performed by (B)(6). After consulting with both aforementioned surgeons, it was agreed by both that a revision should most definitely take place, the sooner the better. Advice was headed and dr. (B)(6) was my surgeon of choice.